Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No number ramping or scroll bar anomaly was noted. The operating currents could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the numbers on the customer's insulin pump were scrolling up, after the customer entered her blood glucose. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 90 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No number ramping or scroll bar anomaly was noted. The operating currents could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.